Manufacturer narrative:
(B)(4). It was shown in the analysis that even if the contacts are touched within ~18 seconds, the maximum discharge energy will be only 0.46% of the limit established by a governing standard iec (B)(4). Conclusion: there is an electrical shock probability; therefore the event is reportable.

Event description:
The event was reported by a customer from (B)(6): "1 broken housing. Delay in therapy: unk. Need for medical intervention: unk. Death or serious injury: no. Human harm: unk".